Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: during follow up it was reported that the patient started antibiotics treatment on (B)(6) 2014 (previously reported as (B)(6) 2014).treatment with vancomycin was discontinued on (B)(6) 2014 and treatment with ceftazidime was discontinued on (B)(6) 2014. The patient was reported to have recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The break in aseptic technique was further described as the patient not wearing a mask. Three days later, the patient began treatment with vancomycin ip (1gram every 3days) and ceftazidime ip (1gram per day) for peritonitis. On the same day, the patient was re-trained on proper aseptic technique. Two days later, when the peritoneal culture results were known, the treatment with vancomycin was suspended. The treatment with ceftazidime was maintained. The events did not require hospitalization or peritoneal dialysis (pd) therapy suspension. Extraneal, physioneal and nutrineal therapies were ongoing. The patient outcome was unknown. No additional information is available.